Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized with diabetic ketoacidosis due to high blood glucose on (B)(6) 2017 with blood glucose of 500 mg/dl. Patient's current blood glucose: 370 mg/dl. Customer also reported no delivery on insulin pump which was resolved by troubleshoot. The customer experienced symptoms such as getting sick and diabetic ketoacidosis. The insulin pump is not expected to be returned for analysis.